Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent is displaced on the balloon by about 1 mm in proximal direction. The stent is slightly deformed at both ends, i.e. Few struts are slightly bent outwards. The stent cover shows no damage or irregularity. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon was found slightly unfolded with a small amount of dried contrast medium residue in the inflation lumen. The angiographic material shows an aneurysm in the lad. After vessel preparation with a balloon, a stent system is inflated inside the aneurysm. The actual complaint event (i.e. Stent displacement) is not visible. Review of the angiographic material did thus not lead to any further information regarding the nature of the complaint. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
A pk papyrus covered stent system was selected for treatment of an aneurysm. The device was placed by using a 7f guiding catheter and seemed to fit perfectly. The stent was implanted and the balloon was deflated. The aneurysm was still perfusing. After retrieving the balloon it was detected that the stent cover of the pk papyrus stent was ripped off and was still on the delivery system.